Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was removing the handle from the implanted cup and the threaded shaft¿s metal thread broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.